Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the subject device. However, omsc obtained a photo regarding the subject device from the user. The needle was broken off in the photo. The manufacturing records were reviewed retrospectively for one year from the event date since the lot number of the subject device was unknown, and found no irregularities. The exact cause of this issue could not be conclusively determined. Based on the past similar cases, omsc surmised that the needle was bent since the needle was subjected to excessive loads. A load was applied in the opposite direction of the needle bend, and the needle broke off. The instruction manual of the device has already warned as follows; 1) do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur. 2) when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject device was used. The needle of the subject device hit some cartilage and broke off inside the trachea of the patient. The broken needle was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.